Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. The customer experienced an elevated blood glucose (bg) level. Specific value unknown. Value displayed "high". The customer received intravenous fluids and administered manual insulin injections to address bg. Ultimately, the pump was replaced and the customer reverted to an alternate method of insulin therapy.